Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Evaluation of the returned instrument showed that the jaws are slightly misaligned with each other and the eyelet of one of the jaws is damaged/burred/out of round and pushed in slightly; both jaws have indentions in them. Despite the damaged the device picks up, retains, closes, and releases clips. The cause of the out of round eyelet, damaged, and misaligned tips is unknown, therefore no corrective action is required. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: three clips were applied successfully and one clip after application unable to close. The patient's condition was reported as fine.